Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine inspection of the intra-aortic balloon pump (iabp), it was found that the screen did not flicker or bounce after being turned on and the keys could not be controlled. There was no patient involvement.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip has been returned to teleflex chelmsford for investigation. The reported complaint of iabp "did not flicker or bounce" after power up is not able to be confirmed. No further information on the status of the pump has been provided after numerous attempts. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that during routine inspection of the intra-aortic balloon pump (iabp), it was found that the screen did not flicker or bounce after being turned on and the keys could not be controlled. There was no patient involvement.